Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with 200 units of insulin and the insulin gauge was displaying 60 units. During a follow-up, a new cartridge was loaded and an accurate fill estimate was received. The customer's blood glucose (bg) level ranged between 111-144 mg/dl.